Event description:
A patient reported in a ss meter to laboratory meter (unknown brand) comparison, ss meter reading was 98mg/dl versus 128mg/dl for the lab meter. Results were obtained one hour apart. No symptoms were reported. Pt did not have supplies needed to do control test. The meter was replaced. No allegations of harm have been made.